Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2006 concurrently with insertion of avaulta mesh system due to cystocele/vaginal vault prolapse. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to mesh erosion. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; sacral spinous ligament fixation and posterior colporrhaphy; due to pop, rectocele and cystocele. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, pungent vaginal odor and discharge, urinary retention, urinary leakage and utis. It was reported that the patient underwent partial removal of mesh on (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.